Event description:
It was reported that during a routine follow up, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) had recorded noise/oversensing in the primary and alternate sensing vectors. The device was reprogrammed to the secondary sensing vector where no noise was reported. During device pocket manipulation, sense b node noise/oversensing was visible. As such, an x-ray and another follow up were scheduled. The patient is being monitored via remote monitoring and device data was sent for technical services (ts) review. Ts reviewed the data and confirmed non-physiologic noise reproduced in the alternate and primary sensing vectors. Ts noted that the healthcare professional should evaluate the secondary sensing vector for programming as a temporary solution with closer monitoring. Ts also discussed additional testing to be performed. Additional follow up was performed and during provocative maneuvers, postural changing, and sense b manipulation it was possible to reproduce non-physiological, mechanical noise on the primary and alternate sensing vectors and also myopotential noise on the secondary sensing vector. A chest x-ray was completed and confirmed the associated electrode did not appear to be fractured. The patient was hospitalized for a possible revision, and a new screening was completed. Subsequently, it was reported that the system was explanted and the s-ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the describe event or problem for more information regarding the specific circumstances of this event.